Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failed/difficult inflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo 95% stenosed, mid right coronary artery (rca), after predilatation with a 2.5 x 15 semi-compliant balloon at 7 atmosphere (atm) the 2.75 x 28 mm xience v stent delivery system (sds) was positioned at the lesion. It was noted that the balloon was not inflating and the stent could not be deployed. The sds was removed from the anatomy and the procedure was completed with a second xience v sds of the same size. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.